Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged and bent power supply connector. Additionally, there was contamination on the battery board pca. The root cause for the damaged power supply connector could not be positively identified. The root cause for the contamination was ingress of an unknown liquid lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.